Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable tachy lead (B)(6) 2004. Concomitant product: 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.